Event description:
It was reported that artery was sheered. The target lesion was located in the mild to moderately tortuous mesenteric artery. A fathom -16 was used for gastric bleed procedure. During the procedure, the artery was sheered while inserting the wire. Upon inspection after the procedure, the wire appeared to be damaged. The physician commented that the wire felt rough like there was no coating. No further patient complications were reported. It was further reported that the vessel was dissected, not sheared, and remained intact and fine. Although the wire was difficult to remove, it was eventually successfully extracted. The patient's current condition is normal.

Event description:
It was reported that artery was sheered. The target lesion was located in the mild to moderately tortuous mesenteric artery. A fathom -16 was used for gastric bleed procedure. During the procedure, the artery was sheered while inserting the wire. Upon inspection after the procedure, the wire appeared to be damaged. The physician commented that the wire felt rough like there was no coating. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the fathom -16 was returned for analysis, and it was observed that it was peeled at proximal and distal tip. Based on the evidence, the reported damage can be confirmed, as the peeling observed during product inspection may have contributed to the issue described.

Event description:
It was reported that artery was sheered. The target lesion was located in the mild to moderately tortuous mesenteric artery. A fathom -16 was used for gastric bleed procedure. During the procedure, the artery was sheered while inserting the wire. Upon inspection after the procedure, the wire appeared to be damaged. The physician commented that the wire felt rough like there was no coating. No further patient complications were reported. It was further reported that the vessel was dissected, not sheared, and remained intact and fine. Although the wire was difficult to remove, it was eventually successfully extracted. The patient's current condition is normal.